Manufacturer narrative:
Date of alleged events not provided by the complainants. Device lot number not provided by complainant, therefore device exp date unk. Surgeon name not provided by the complainant. Product explantation not confirmed by complainant. Device MFR date not known as lot number not provided by the complainant. This MDR is being filed beyond the 30-day reporting requirement due to our initial assessment resulting in the opinion that the complaint allegations arising from this lawsuit were too vague and not specific enough to form a conclusive decision. After further thought and review, this MDR is being filed. Thus far, investigation into this claim has included: a review of the claim allegations; a review of the cbi complaint system which did not identify any previous complaints matching the provided details; a search of the shipping system with the date range (B)(6) 2000 to (B)(6) 2012 which indicated that (B)(6) hosp has received (B)(4); however, a specific lot number or product size could not be identified as there have been multiple shipments of the products. Reassessment of the ae reporting decision tree in which a determination to file an MDR was made; and a review of the biodesign surgisis tissue graft IFU fp0005-4f. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign device performance and the alleged injury remains unk. The biodesign surgisis tissue graft IFU fp0005-4f notes that "the following complications are possible with the use of surgical graft materials. If any of these conditions occur, the graft should be removed: infection, acute or chronic inflammation (initial application of surgical graft materials may be associated with transient, mild, localized inflammation), allergic reaction, and seroma formation." No further details are available at this time. The investigation into this report remains ongoing. If/when additional info is obtained a f/u report will be filed.

Event description:
The pt was reportedly implanted with a gynecare gynemesh ps, surgisis es tissue graft, and the in-fast ultra transvaginal sling at (B)(6) hosp. The pt and her attorney allege that as a result of these products being implanted in the pt, the pt has experienced pain, injury and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.